Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent blood glucose (bg) levels of 400 mg/dl. The customer changed the infusion set site and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. As the high bg had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.